Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update event and other relevant history.

Event description:
It was reported that a 25mm mitral valve was explanted after an implant duration of 4 years, 6 months due to stenosis, "a great deal of pannus formation," and calcification in "some areas." Per obtained medical records, intraoperatively there was heavy pannus formation around the valve limiting valve leaflet motion. The surgeon resected significant amount of posterior leaflet as well as some anterior. A non-ew valve was implanted in replacement. The tricuspid valve was also repaired with a 32mm annuloplasty ring. The patient remained stable and was transferred to the intensive care unit in stable and satisfactory condition. The patient was discharged on post-operative day ten.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device was not able to be released and returned for evaluation. Tee echo images were reviewed and suggested mild mitral regurgitation and mitral stenosis of unknown severity. The submitted images do not allow comment on the anatomy of the mitral valve (including evidence of pannus, or calcification or other evidence of structural valve degeneration), or quantification of mitral stenosis severity. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm mitral valve was explanted after an implant duration of 4 years, 6 months due to "a great deal of pannus formation" and calcification in "some areas". A non-edwards valve was implanted. Upon explant of the valve, the surgeon resected significant amount of posterior leaflet as well as some anterior. The patient outcome was noted to be stable.